Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited a micro-dislodgement resulting in increased threshold and decreased sensing. During the lead revision, compromised insulation was observed on this coronary sinus lead and the lead was explanted. Another coronary sinus lead was attempted; however, the physician experienced difficulty in flushing the lead. A third boston scientific coronary sinus lead was sucessfully implanted.